Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Per the operative report (2009), the patient left the operation in stable but critical condition. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report (2009) was received; however, the cause of death could not be learned. A device history record review is in process. Device not returned.